Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (check te pad messages) has been confirmed. Upon investigation the monitor was unable to communicate with an electrode belt. The cause for the communication failure was isolated to an intermittent connection at the j4 component on the defib board. The root cause for the intermittent connection was unable to be positively identified. No adverse event resulted from the defective electrode belt.

Event description:
A us distributor returned a patient's monitor and reported that the patient was experiencing "check therapy pad" messages.